Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator midurethral sling system was used during a transobturator sling procedure on (B)(6), 2006. According to the complainant, the patient presented with blood in her urine. The patient had a pelvic exam on the same day and the nurse noted that a portion of the blue centering tab of the sling was visible from the vaginal incision. The nurse then pulled out the tab by hand and no further surgery was required. The patient's current condition was reported to be "fine."